Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #p050017/s006. The zfv6-80-6-6.0 device of lot number c1170400 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, it is known that the user was familiar with the procedure and confirmed the indication of use prior to the procedure. The device did not contact the patient, and the kink or twist was noticed just distal to the handle. The device was used with a terumo 0.035" diameter, hydrophilic wire guide. The customer was contacted to confirm the target lesion for the device. At the time of the investigation, the information was not yet available. The investigation will be updated once the information has been provided. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include that the outer sheath became accidentally kinked due to device handling during removal of the device from the tray or during handling of the device during the procedure. However, the device was not returned for evaluation and the circumstances of use cannot be replicated in a laboratory. Therefore, with the information provided, a definitive root cause cannot be determined. As per the product instruction for use: "upon removal from the package, inspect the product to ensure no damage has occurred." Prior to distribution, all zfv6 (zilver flex) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
When he tried to use the product, it was already kinked on delivery sheath. So, he just used another product.